Event description:
It was reported that the customer was receiving motor error alarms and no delivery alarms. The customer stated that she would receive the motor error alarm after the no delivery alarm during a bolus. The customer's blood glucose was unknown. Troubleshooting for the motor error alarm was done. The customer did not recall any significant events leading to the alarm. The customer stated that she had been bolusing more than usual. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose drive support disk. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.